Manufacturer narrative:
The customer cancelled the service call indicating they had cleared the fault. No add'l info has been disclosed.

Event description:
The customer reported the system locked up. No report of pt injury.